Manufacturer narrative:
H.6. Investigation summary: no customer photos or samples were received for review and analysis. In addition, 29 retain samples were sent for stopper pop off testing. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout or stopper pop off. Therefore, bd is unable to confirm the customers reported defect of stopper popoff from retain sample testing. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to the customers reported of stopper popoff and exposure.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the laboratory department found that the caps of the multi-branch tubes were easy to fall off during collection. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the teacher of the outpatient laboratory department found that the caps of the multi-branch tubes were easy to fall off during the heart collection, causing blood to spill out and increasing the risk of infection, and then reported it to the equipment department for complaint handling."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the laboratory department found that the caps of the multi-branch tubes were easy to fall off during collection. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the teacher of the outpatient laboratory department found that the caps of the multi-branch tubes were easy to fall off during the heart collection, causing blood to spill out and increasing the risk of infection, and then reported it to the equipment department for complaint handling."